Manufacturer narrative:
The reported device was received for investigation/evaluation. The product performed as intended during laboratory testing. No visual imperfections were noted with the device electrode array. The reported complaint and adverse event cannot be confirmed. This observation will be monitored and trended.

Manufacturer narrative:
Device evaluated by MFR: the device has not yet been returned therefore, a failure analysis of the complaint device cannot be completed. If the device is returned and evaluation completed, a supplemental medwatch will be filed. Device history record (DHR) review was conducted for the reported identification number. The lot was released meeting all qa specifications.

Event description:
It was reported that during an endometrial ablation procedure the vacuum alarm sounded. It was noted that "the canister was full of fluid and was [backing up] into the desiccant filter." The device was removed from patient and physician looked inside uterus with the hysteroscope. Bowel could be seen via hysteroscope. Physician looked laparoscopically and could see "maybe a 3-5mm" tear in the uterus with some blanching. Physician had to perform a laparoscopic supracervical hysterectomy due to patient medical history. Physician also noted intra-peritoneal burn along the track of left ureter.